Event description:
Customer reports signature elite inr 2.2 vs. Lab system inr 1.1. Pt therapeutic range not reported. Patient was to receive biv-ICD implant, but procedure delayed. This report is for pt 1 of 2. No adverse event or serious injury reported.

Manufacturer narrative:
(B)(4). Manufacturer evaluation / investigation pending product return from user facility.